Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, lens tore while in the patient's eyes and had to be replaced. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with this is 2 of 2.